Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube has been found experiencing five occurrences of missing labels and leakage. The following has been provided by the initial reporter: no label and leakage.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube has been found experiencing five occurrences of missing labels and leakage. The following has been provided by the initial reporter: no label and leakage.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1027416 was satisfactory per internal procedures. Filling, labeling, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for leaking. There are four other complaints have been taken on this batch for labeling. Retention samples from batch 1027416 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention samples. There were no fill volume defects in 100/100 retention sample tubes. There was no evidence of leaking tubes in 100/100 retention samples. One photo was received to assist with the investigation: the photo shows five tubes from batch 1027416. Two of the tubes have no label. There does appear to be media spillage inside of the bag indicating that there maybe a leak in one of the tubes. No returns were received to assist with the investigation. This complaint can be confirmed by the photo provided for no label and leaking. A trend has not been identified, therefore, no actions are planned at this time. Bd will continue to trend complaints for leaking and labeling.